Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of tip detached prematurely. The complainant indicated that the device was disposed ; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure: manufacturer report #¿s 3005099803-2014-03258 and 3005099803-2014-03259. It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the devices were inspected and tested prior to use and no anomalies were noted.  When the first device was used, the tip of the basket detached prematurely. A second lithotripter device was used, and the tip of the basket also detached prematurely. Upon withdrawing the second device, the basket got stuck in the scope. The procedure was not completed and was rescheduled three days later. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."